Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No off no power alarm without low battery indicator noted during testing. The insulin pump alarmed unexpected restart after battery change due to faulty interface board. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that they received unexpected restart alarms. The customer reported that the insulin pump would not turn on after changing the battery. The customer's blood glucose was 320 mg/dl at the time of incident. The customer stated that they corrected the blood glucose with manual injections. The customer stated that they did not receive a low battery alert prior to the off no power alarm. The customer stated that the battery was not previously used. The customer stated that the insulin pump was not dropped or bumped. The customer stated that there were no unattended alarms. The customer stated that the battery cap was not loose or damaged. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.